Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and libre sensors; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported not receiving the glucose alarm alert while wearing the adc freestyle libre 2 sensor using librelink. As a result, on (B)(6) 2022, the low glucose alarm was not triggered, and the customer had a seizure, a loss of consciousness, and was provided an injection of glucagon by a non-hcp for hypoglycemia. No further details regarding the medical event were provided. There was no report of death or permanent injury associated with this event.